Event description:
It was reported that during preparation of the 4.0 x 18 rx multi-link 8 stent system, after removal of the protective sheath, the stent implant was confirmed to have moved (loose) distal on the balloon. The device was not used and there was no patient involvement. A new shorter multi-link 8 stent system was used successfully. There was no reported clinically significant delay in the procedure to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation and the reported movement or loose stent was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.